Event description:
Clinic notes were received for the vns patient¿s office visit with his neurologist on (B)(6) 2012. The notes indicate that the patient¿s device was not operational. Notes dated (B)(6) 2013 stated that the patient was considering explanting his device because he was experiencing some persistent irritation around the generator site in his upper chest. Additional information was received stating that the patient has been referred for explant surgery. No known interventions have occurred to date. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2011. A battery life calculation using the available programming history showed 9.5 years remaining until eri=yes. Attempts for additional relevant information were made but have been unsuccessful to date.

Manufacturer narrative:
Review of the available programming and diagnostic history.